Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set was left on the bed during use, and when picking it up, the nurse sustained a needle stick injury from the non-patient end. Other incidents of needle stick injuries were reported, but no further details were given. All patients and employees involved in this event were treated and tested per protocol. The following information was provided by the initial reporter: "we have had at 3-4 needlestick with this device. Not the insertion needle but from the needle that is covered by the grey rubber. Seems as though people are removing it to draw blood and then the device gets left on the bed, falls on the floor¿.you get the picture." "She describes the needle stick injuries that occurred when the nurse left the ut pbbcs on the bed and someone picked it up and stick their fingers in the non-patient needle. All patients and employees were treated and tested as per their protocol for needle stick injuries."

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set was left on the bed during use, and when picking it up, the nurse sustained a needle stick injury from the non-patient end. Other incidents of needle stick injuries were reported, but no further details were given. All patients and employees involved in this event were treated and tested per protocol. The following information was provided by the initial reporter: "we have had at 3-4 needlestick with this device. Not the insertion needle but from the needle that is covered by the grey rubber. Seems as though people are removing it to draw blood and then the device gets left on the bed, falls on the floor¿.you get the picture." "She describes the needle stick injuries that occurred when the nurse left the ut pbbcs on the bed and someone picked it up and stick their fingers in the non-patient needle. All patients and employees were treated and tested as per their protocol for needle stick injuries."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for needle stick injury could have been caused by the side-pierced sleeve seen in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.